Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The ok, stop, and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during drain 2 of 3. The patient reported that they had drained around 2,100 ml out of 2,300 ml when the screen went blank. The power cord was properly secured at both ends and cycler plugged directly into a three prong wall outlet that was shared with a television. There were no recent power outages reported in the home or area. The ok and stop keys lit up after rebooting the cycler, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that the patient was able to complete treatment using manual therapy. There were no patient adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.